Event description:
It was reported that during follow up, post-paced t-wave oversensing on the ventricular channel was observed via stored egm. Patient was asymptomatic. Programming changes were made and resolved the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.